Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced over delivery of insulin from the insulin pump. The customer reported blood glucose value of 519 mg/dl. The customer reported hyperglycemia treated with manual injection and insulin pump (subcutaneous insulin infusion), hypoglycemia treated with glucose intake and emergency room visit and hypotension treated with emergency room visit. The event involved product(s) mmt-332a, mmt-397a, mmt-1884, mmt-7020a. Troubleshooting was performed for hyperglycemia event. Customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for hypoglycemia event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-7020a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer called to program fill cannula. Customer reported that he was currently having a high blood glucose value of 519mg/dl that he had treated with pump and manual injection. Customer also reported having had a low blood glucose value. He said he might have over bolused himself. He did not alleged over delivery by the device system. He went to the emergency room on (B)(6) 2025 at 5am for a low blood glucose of 62mg/dl. He was given intravenous fluid and glucose. Customer also had low blood pressure which was also treated during the emergency room visit. Customer said his last set change was at 19:00. He was not disconnected during the rewind/prime sequence. However, he did not complain of a low from that. Pump was programmed. Troubleshooting was done for the low but declined for the high. Pump was used within 48 hours of the low and high. Smartguard was used at the time of the low and high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.